Event description:
The iab was inserted into the patient on 2/4/99 at 3:00 p.m. And removed on 2/5/99 at 11:15 a.m. The iab did not malfunction. The patient had severe bleeding and a transfusion was required. Also, the patient had a thrombosis, major ischemia and compartment syndrome. Removal of the iab and surgery was required. The iab was not returned to datascope. (Event complications: bleeding/transfusion/thrombosis/ischemia)/compartment syndrome. (Pt's current status: discharged-rpt'd 3/29/99.